Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 32 synergy¿ drug-eluting stent, when the device was removed, it was noted that the stent protector sheath had been removed and remained deep inside the hoop, and the stent was stretched. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent was pulled distally on the balloon. As a result the proximal edge of the stent was positioned at 1cm distal to the proximal markerband. The stent struts were severely stretched and the stent was pulled out over the tip. There are crimp markings evident on the balloon indicating securement contact between the stent and balloon, and proper placement of the stent on the balloon. The stent was not detached from the balloon. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 32 synergy¿ drug-eluting stent, when the device was removed, it was noted that the stent protector sheath had been removed and remained deep inside the hoop, and the stent was stretched. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.